Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 500 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista 500 system and a higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin (vanc) result.

Manufacturer narrative:
Additional information (12-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the instrument data files and the information provided by the customer. The event was indicative of short aspiration or delivery of the patient sample. A siemens customer service engineer was dispatched to the site. Normal troubleshooting or maintenance service actions were performed for events of this nature. No product non-conformance was identified with the vancomycin (vanc) assay or the dimension vista 500 system. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR (B)(4) was filed on 18-oct-2022.